Event description:
I have switched to using the freestyle libre3 plus sensor from the earlier libre2 sensor. I have started experiencing false low sugars reported while the sensor application is identical to the prior model. Abbott did issue a recall and a site to check the serial numbers. All my remaining sensor serial numbers were not part of the recall. However, I continue to see a difference between libre3 plus readings and onetouch ultra fingerstick test results. This morning I was woken by a low-sugar alarm (at 1:43 am), and the reading on the sensor serial no. (B)(6) showed 54. I waited a bit, and the reading reached 72, at which point I did the onetouch ultra finger test. According to the finger test, the reading was 96. On (B)(6) at 7:27 am, I had a similar incident with libre3 reporting 69 while the finger test reading was 106. On the libre3plus recall website, I double-checked the serial number (B)(6) , and it is supposedly not part of the recall. The faq section states the following: faq question: "why do you have confidence that you can continue to ship freestyle libre 3 and freestyle libre 3 plus sensors?" Answer: "we have identified the root cause and resolved the issue." Unfortunately, this is not sufficient information to instill confidence. Later this morning, I have an hba1c fasting test scheduled, and having false readings during the fasting period is the last thing a patient needs! Abbott must disclose more information to instill confidence. Abbott also does not have a website to report these issues! We must go through a chat or a phone call, and I will do that later this morning. According to the libreview account where all of my data is reported, I switched from libre2 to libre3 between (B)(6) 2025. Since then, I have had two instances of hypo events. Before that, I only had one incident between (B)(6) 2025. Test reading on a onetouch ultra finger stick was 96 mg/dl for test #1 and 116 mg/dl for test #2. Both of the libre3plus readings were with the sensor serial no: (B)(6), which is not part of the recent recall.

Event description:
Additional information received on 01/09/2026 for report mw5181965. This is a continuation of the incident I reported on 01/03/2026 regarding the freestyle libre3plus sensor and its inaccurate readings. The cgm continues to report incorrect readings, and low readings trigger alerts for the consumer. I am reporting two additional instances below, starting on (B)(6) 2026, along with comparison pictures of the onetouch ultra finger-prick blood glucometer readings. Notes: - I have attached the pictures below, including a side-by-side comparison of cgm vs traditional finger-prick tests - on (B)(6) 2026, by the time I grabbed the phone to take a picture, cgm was showing 66 as opposed to 54, which was reported as part of the alert - I have discussed this issue with my endocrinologist, and one suggestion is to switch the location of my sensor in addition to changing the arm - the serial number of the sensor continues to be the same as the one I reported on 01-03-2026 ((B)(6), however, I will be switching to a new sensor later today.